Manufacturer narrative:
A4 is unknown. Device status. The device was not returned for evaluation. It was reported that the device was discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was being inserted with an impella cp but due to complications, the insertion was aborted. It was reported that both left and right femoral arteries were accessed to attempt impella insertion, but both were found to be calcified, small, and unable to pass the 14 french peel away sheath safely. Subsequently, the procedure was aborted. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
Added: d3 (manufacturer fax), d6a (date of implant), e1 (initial reporter title) and g1 (manufacturer contact fax number). The cause of the failure to advance was most likely patient condition related to calcification and small vessel size per clinical details.